Manufacturer narrative:
It was reported that the ventilator failed flow transducer test and pressure transducer test during pre-use check. Moreover, the leakage was observed during use. Identification of issue has been done by analyzing problem description, attached photos and device¿s logs. Based on technician statement, the leakage from o2 gas module was found. Further evaluation of the device revealed that nozzle unit was physically damaged - without green rubber and with crushed contacts. The nozzle unit on the o2 gas module has been replaced. The issue has been resolved and the device was delivered to the user in working condition. The issue was reportable due to the fact that the faulty nozzle unit may lead to stop of ventilation, low o2 or high pressure. The root cause to the reported issue has not been determined.

Event description:
It was reported that the ventilator failed flow transducer test and pressure transducer test during pre-use check. Moreover, the leakage was observed during use. There was no patient harm. Manufacturer's ref. #: (B)(4).